Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the broken cartridge housing is due to the improper use of the device by the customer such as improper insertion or mishandling the device resulting in damage from an impact; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited housing damage. No adverse patient effects were reported by the customer.